Event description:
It was reported to depuy acromed that while removing the cross-connector set screw for re-positioning with a hexlobe driver, it stripped. During re-instrumentation the torque driver tip sheared off in the set screw. The dr was unable to remove the tip or torque the set screw to completion. Surgery time was delayed over 30 minutes. A rockwell hardness test was performed and both the torque driver and hexlobe driver conformed to specs of rc 50-53. The most likely cause of the hexlobe driver stripping is excessive force placed on the screwdriver. Due to the small size of the hex and the fact that the surgeon was backing the screw out to re-position, it is likely that excessive force caused the hex tip to strip. Caution should be taken not to over-torque the instrument. A definitive cause of the torque driver shearing could not be determined. Events like this are typically caused by excessive forces placed on the instrument during final tightening. If excessive force is used, the tip can strip and/or break. No further action is required.